Event description:
"While prepping patient for straight catheterization, the iodine swabs were opened, and a single 2-inch-long black hair was on end of one of the povidone iodine swabs when removed from package. Kit removed from sterile field. Patient was re-prepped with a new catheterization kit and catheterized without untoward reaction. Lot# 612231000061, medline. The lot number on the swabs is 61223100061. With a barcode on the bottom (B)(4). Ref mds093902, ndc:53329-946-02. The medline foley catheter insertion tray ref dynd10160, gein (B)(4) lot (11):[redacted date]."